Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-76945.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with high blood glucose of 800 to 900 mg/dl. Customer stated that the high blood glucose was caused by running out of insulin. No issues with site, set and insulin found during troubleshooting. Customer declined to check the settings. The customer also mentioned that the insulin pump alarmed motor error and she had been experiencing high blood glucose the day of the call. Blood glucose value went up to over 500 mg/dl which she treated with manual injection. Customer was advised to change the infusion set, monitor the insulin pump and call back when receiving the tubing clamp to perform the high pressure test.